Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a hyperglycemic event associated with alleged inaccurate delivery from the pump. It was reported that the patient¿s blood glucose (bg) was elevated with no value provided. Allegedly, 911/emergency protocol was initiated ((B)(6) 2014) and the patient¿s bg was 700+ at time of admission for dka and pump therapy was discontinued. It was reported that the patient was treated with insulin via injection, IV glucose and IV fluids. Patient outcome was not provided. Customer support reviewed the pump active basal program settings and basal history to determine whether the basal segments had recorded as programmed. It had been determined that the pump basal history did not match the active basal program and that the patient¿s healthcare provider had not made pump adjustments before or after this event. This complaint is being reported for alleged hyperglycemic event associated with an alleged inaccurate delivery from the pump.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 04/22/2014 with the following findings: the total daily delivery in the basal history for (B)(6) 2014 added up correctly and reflected the users programmed basal rate. The pump was powered off on (B)(6) 2014 06:37 for an unknown amount of time and the time/date was never set correctly after powering back on. The pump continued to run on the default date (B)(6) 2007, therefore dates in basal history appeared to be incorrect. The pump successfully passed a delivery accuracy test and was found to be delivering accurately and operating within required specifications. Product analysis was unable to duplicate the reported complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.